Manufacturer narrative:
The reported events of high pacing lead impedance and inadequate capture were not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture threshold and high defibrillation impedance. The lead was removed and replaced. The patient was stable.